Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. An olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the returned device and found the bending section cover glue on the insertion tube side was cracked on the top and lower end. Also, there were scratches noted in the middle portion of the bending section cover glue. The scope passed the cotton test as there were snags or sharp edges noted. Further inspection found a crack on the ob lens. The device was connected to a lab cv-190 video processor and clv-190 light source a shadow with two white dots was noted on the lower side of the image. The scope failed the leak test due to a hole found on the bending section cover glue. Based on the investigation findings, the cause of the cracked glue is due to wear and tear. The instruction manual warns users¿ inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Should any irregularity be observed after inspection, do not use it.¿

Event description:
Olympus was informed that during an unspecified procedure, the glue was peeling and detaching from the bending section of the scope. The glue fragments were observed on the scope¿s lens. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the olympus endoscopy support specialist (ess). On october 1, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practices. There were no deviations noted with the user facility¿s reprocessing.